Manufacturer narrative:
On 07 december 2016 the patient match department performed a case planning review, reporting as follows: our analysis of the case process found no deviations from the standard procedures. Every step has been performed correctly. The case has been planned accordingly to the preferences of the surgeon, and it went into automatic validation without any modification. Batch review performed on 22 december 2016. (B)(4) not available.

Event description:
When the surgeon was placing the insert between the femur and tibia the space was too small to fit the 10 mm trial insert. The surgeon had to recut for the implants to fit as planned. The surgery was delayed approximately 20 minutes. The surgery was completed successfully. Instrumentation is not available.